Event description:
It was reported that this tachy lead was not successfully implanted due to a unknown product performance issue. The lead was never in service. No adverse patient effects were reported. Additional information received indicated that this lead was an attempted due to dislodgement and helix extension and retraction issue. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this tachy lead was not successfully implanted due to a unknown product performance issue. The lead was never in service. No adverse patient effects were reported.